Manufacturer narrative:
Conclusion not yet available-evaluation in progress.

Event description:
The rv lead was capped due to low impedance insulation.

Manufacturer narrative:
The device was in use for treatment, actively implanted, for approximately 11 years, 1 month prior to being capped. Since the lead was capped (taken out of service) and was not returned for analysis, the allegations against this lead cannot be confirmed. A review of the device history record (DHR) for this lot could not be performed as the DHR could not be located, however a complaint review of the reported lot found no additional reports involving this lot number. Inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. The device manufacturing inspection procedure, petite & petite j in-process & final inspection, was reviewed to verify that the device was inspected for the reported failure. The device is verify a 100 percent for electrical and visual function. As stated in the manufacturing procedure under sampling plan "all finished leads will be inspected 100 percent unless otherwise specified". Inspection of the product has to be performed under 10x microscope. Before performing inspection, remove tip protector tubing from all polaris/irox and the tips of steroid eluting leads. After completing inspection, re-attach tip protector tubing. It also states "electrical function: electrical resistance has to be checked with a multimeter. Record ohms readings on work order. All other polaris coated leads, use tip as contact. The contact should be done very carefully in order to prevent from damaging the coated tips. "D" dimensions; is-1 connectors, measure d dimension using optical comparator. It is indicated in tubing inspection and criteria: all tubing will be inspected according to procedure "criteria/inspection of polyurethane and silicone tubing". The physician's manual lists these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Adverse effects: lead related problems include, but are not limited to fracture, periodic or continued loss of sensing and/or pacing. Also listed are precautions: the use of the subclavian venipuncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. If the physician elects to use the subclavian venipuncture, a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least its densest part. The procedure is suggested to be done under fluoroscopic guidance. After placement, the lead should be checked by multiview cineradiography during movements of the ipsilateral upper extremity to ensure the lead(s) have not been entrapped. The posteroanterior chest x-ray can also be used to confirm that lead(s) are not entrapped. Clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. Low impedance is a recognized clinical events referenced in the device's labeling. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available. Oscor inc., is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc., which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor, inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor, inc., or its employees, that the report constitutes an admission that the device, oscor, inc., or its employees caused or contributed to the event described in this report.